Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient was experiencing painful stimulation. Patient said they were told to start checking the battery monthly since they had the battery for three years. The patient said when they check it they get a ¿surge¿ down their leg and goes to their toes and it hurts. Patient stated to check their device they put the antenna over the ins and then presses the stimulation button. They said it happened every month when they check it, but that day it was worse than last month. Patient called back with additional questions on the ¿surge¿ they had experienced. Patient confirmed stimulation sensation was comfortable at the time, but they wanted to make sure that pressing the stimulation on button and surging did not cause damage to them or the device. Risks were reviewed but not expected for their event to cause damage or injury. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the stimulation down the patient's leg and into their toes was they would press the on button in error which would lead to the surge. The stimulation down the leg and into the toe issue has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) responded to a letter. The patient hasn't been seen by the hcp. No further patient complications have been reported as a result of this event.